Event description:
Complainant alleged that while attempting to treat a pt (age and gender unknown) the devie powered up without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.